Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported after wearing a tampon for four or five hours, upon removal the tampon unraveled and fell apart. She was concerned tampon pieces remained inside her. She was doing fine and did not seek medical attention but was going to call her doctor. Multiple attempts have been made to obtain further information, however, no further information has been received.